Event description:
Asr litigation record received. Asr litigation record received. Litigation alleges severe pain, discomfort, elevated metal ions, permanent injuries, emotional distress, disability, disfigurement and damages. Doi: (B)(6) 2009; dor: (B)(6) 2023; left hip.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary no device associated with this report was received for examination. An evaluation of the manufacturing record could not be performed as the required product/lot number was not provided to complete the evaluation. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of the post-market surveillance. If additional information is made available, the investigation will be updated as applicable. Device history (lot) the device lot number is unknown, therefore a device history review could not be performed. If the lot/serial number becomes available, the record will be re-assessed.

Manufacturer narrative:
Product complaint (B)(4). Investigation summary: no device associated with this report was received for examination. An evaluation of the manufacturing record could not be performed as the required product/lot number was not provided to complete the evaluation. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of the post-market surveillance. If additional information is made available, the investigation will be updated as applicable. Device history lot: the device lot number is unknown, therefore a device history review could not be performed.  If the lot/serial number becomes available, the record will be re-assessed.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. Added: b5, h6 (health effect - clinical code & health effect - impact code). If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
Litigation records received. The patient had increasing pain and not only did he have a metal-on-metal bearing surface, but he also had a broken cemented femoral component. The hip was aspirated of metal-stained and bloody joint fluid. The capsule was then opened taking down a posterior capsular flap which was tagged with multiple ethibond sutures that would be repaired at the end of the case. Once the capsule was down, it was clear that the inside of the hip joint was stained with metal. The synovium that was accessible before dislocation was debrided with a coker and a bovie. There was clear metallosis at the head-neck junction. Once excellent cortical contact was encountered, the final stem was then impacted into place but only after irrigating the canal. It was discovered that the description of the implant was different than the implant and that it was designed for a certain size acetabular component and was not indicative of the size of the actual implant. The surgeon was able to track down the appropriate implant which was brought to the or but there was about a 10 to 15-minute delay.

Manufacturer narrative:
Product complaint # (B)(4). D4-the device catalog number is unknown; therefore, UDI is unavailable. H6 component code: appropriate term/code not available (g07002) used to capture no findings available. Investigation summary: no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that this patient has a left total hip done. It is unknown when the hip was done. The patient has an asr cup and c-stem femoral component. The c-stem femoral component is broken in half. The surgeon removed the broken c-stem and the surrounding cement. The asr cup was well fixed and positioned, so it was retained. A dual mobility liner was used in the asr cup and the construct was stable with the new reclaim stem and liner and head. Activity level - yes. Doi: unknown. Dor: may 17, 2023. Affected side: left hip.